Event description:
Child born with no spleen. Liver and stomach was in the middle of the body and liver was left side of body. Heart murmur, hole in heart, blue baby, esophageal hernia, colitis, stomach malformed, no holding tank, stomach was pulled up into esophagus. Transposition of the great arteries. Patent ductus arteriosis, "d-tga", pavrheterotaxy syndrome, pulmonary atresia, ventricular septal defect, anomolous pulmonary venous return to venous confluence at right superior vena cava/right atrium junction. Nonrestrictive atrial septal defect. Inferior vena cava and right superior vena cava to right atrium left superior vena cava to left atrium small bridging vein. Hepatic veins to both right atrium and left atrium descending transposition of the great arteries with subpulmonic stenosis. Gastritis, she had various lung problems and immune deficiency problems renal insufficiency, liver failure. Microgastric with midline stomach consistent with heterotaxia syndrome, malrotation and gastroesophageal reflux. Irregular area in the region of the gastroesophageal junction and ulceration, bilirubin .6.3, cholestasia. Gastrointestinal bleeds. Rptr had leaking silicone implants throughtout the entire pregnancy. Rptr believes the deformities were from the silicone. This child lived nine months.